Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV, local pain and hardness". Healthcare professional additionally reported right nodule which is non-device related. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. Deformation observed. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade IV, local pain and hardness". Device remains implanted.

Event description:
Healthcare professional additionally reported right nodule which is non-device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, b7, h6.